Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient initially underwent cataract surgery on (B)(6) 2024, during which an eyhance lens was implanted in her left eye. She reported no concerns during her 1-day postoperative visit. However, a week later, she returned with complaints of diplopia, shadows and seeing the edge of the lens. Doctor then reported the diplopia was actually monocular ghosting and that the patient complex corneal profile and astigmatism may have contributed to these visual disturbances. Patient consulted several specialists regarding her issues and on (B)(6) 2025 the lens was explanted.